Event description:
It was reported that stent dislodgement occurred. A 2.50x16mm promus element stent was selected however during unpacking, it was noticed that the stent was dislodged from the stent delivery system (sds). The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned to the cis with the stent detached from the delivery system. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The stent of the device was not returned to the cis for analysis. A visual and microscopic examination found that the outer and hypotube were both kinked at various positions along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the device was returned completely with a dislodged stent from the stent delivery system. There were no attempt to deploy the stent as the problem was noticed immediately during unpacking and was not introduced inside the patient.